Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that there was apparent type ib endoleak seen on a CT. The patient was treated with a iliac limb extension and the event resolved. The physician stated that the cause of the event was due to patient anatomy; specifically, a dilated iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.